Manufacturer narrative:
A ge rep evaluated the sys and reseated connectors. The sys is operating as intended. (B) (4)

Event description:
The customer reported the sys rebooted during a case. No pt injury was reported.